Event description:
It was reported that during a dental procedure at the user facility, the device stopped working. Back-up equipment was used to complete the procedure with a delay of 30 minutes. No adverse consequences and no medical intervention were reported. There was no additional anesthesia administered.

Manufacturer narrative:
Corrosion was discovered throughout the internal components of the device, including the motor, rotor and bearings, which is a probable cause of the device not running.